Manufacturer narrative:
Per customer, they noticed a leak at the bottom of the waste sump at the connection to the exit valve. A field service engineer (fse) went on-site (B)(4) 2011 and stated they fse removed the valve and found that the connector fitting was loose in the valve. The fse tightened the male fitting and ensured no more leaking was observed. Fse reassembled and primed the instrument 10 times and no further leaking was observed. Repair was verified per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the waste sump canister was leaking creating a puddle of liquid under the canister of the unicel dxc 800 pro synchron chemistry analyzer. The customer adjusted the valve under the canister to stop the leak. There was no affect to patient treatment as a result of this event.